Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported on behalf of her daughter, a false negative result with the binaxnow covid-19 antigen self test performed on an unknown date, using an unknown sample type. A unspecified rapid covid-19 test was performed the following day in which the results were positive. The consumers daughter was stated to be symptomatic, experiencing a fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported on behalf of her daughter, a false negative result with the binaxnow covid-19 antigen self test performed on an unknown date, using an unknown sample type. A unspecified rapid covid-19 test was performed the following day in which the results were positive. The consumers daughter was stated to be symptomatic, experiencing a fever. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.